Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient used to char ge every 3 days but the patient has noticed for the past few months that they now have to charge every 8 hours. It has been progressively getting worse. They will go to bed and it will be empty in the morning. The patient recently needed to increase parameters. Patient services reviewed how programmed parameters and increasing them would affect the recharge interval. The patient noted that they do charge their ins to 100% full. Their device is not holding a charge as long as it used to. They will see that the controller says it is empty and then they will feel the pain return. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated. Additional information was received from the patient on 2019-mar-25. The cause of the issue was not determined. When asked what actions were taken to resolve having to charge more often, the patient indicated intermittent every 3 seconds on and off/alternately turns off and on every 3 seconds. No further complications were reported/are anticipated.